Manufacturer narrative:
The force bipolar instrument used during this event is not expected to be returned for failure analysis investigations, as the customer does not believe the product malfunctioned. Note: this medwatch report (MDR) is being submitted for the force bipolar instrument that contributed to the small serosal tears in the stomach. Refer to MDR with MFR. Report number #2955842-2026-29223 for MDR submission of the cadiere forceps instrument that contributed to the small serosal tears in the stomach.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the cadiere forceps and force bipolar instruments caused small serosal tears in the stomach. The surgeon reported these tears would form when grasping tissue due to the instrument grips not being "atraumatic enough." In this procedure, when working on the pancreas it required a lot of retraction of the stomach. The current graspers are too traumatic for this task. The surgeon also mentioned the distance one has to cover in retracting the stomach off the pancreas is longer than what the arms are able to do. The surgeon confirmed the products did not malfunction but rather have design limitations for specific procedures, like a pancreatectomy. The patient sustained about ten tears, which the surgeon sutured. The tears were only in the serosal tissue and there was no bleeding. This did cause a procedure delay; however, the procedure was completed as planned. The surgeon reports the patient is doing very well; in most procedures a drain is required, however, his patient did not need one. Overall, recovery has been excellent.